Event description:
Reported due to stroke. The operator attempted to place an emboshield device during a clinical trial. Reportedly, "the emboshield was never introduced to the subject's vasculature. The operator had planned on using a landing zone for the emboshield just beyond a bend in the artery. The operator was able to navigate the bare wire past the lesion but was not able to navigate around the bend to place the emboshield." Reportedly, the patient suffered a stroke, with visual deficit in the right eye. It was noted that the patient had bilateral carotid disease but treatment was being implemented on the right side. It is unknown when the patient was discharged or what the patient's current status is. Although requested, no additional patient information was provided.